Manufacturer narrative:
The customer mentioned that prior to calling the customer technical support (cts), he had to clean up a clenz leak from under the analyzer. He then reported that he could not locate the source of the clenz leak. The cts recommended that the customer power off the analyzer and wait for service to check the instrument. The field service engineer (fse) found and replaced worn tubing through pinch valve (pv37), from feed-thru fittings (ff105 to ff122) to resolve the leak. He replaced the peltier module that was not functioning properly, as a result of fluid getting on it from the leak, to resolve the ambient temperature errors. The fse then ran shutdown, startup, latron, 5c controls and a precision all with good results. The failure mode identified (pv37) could potentially cause erroneous results for all parameters due to insufficient backwash of the probe leading to carryover in manual mode. The recur of a nonfunctional peltier will likely not cause erroneous results as the instrument will generate temperature error and will function only in cbc mode. (B)(4).

Event description:
The customer reported that unreported amount of clenz leaked from the lh500 while troubleshooting for ambient temperature errors. There was no biohazard exposure to mucous membranes or open wounds.